Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient was reportedly experiencing pain with device use and was resistant to wear the external equipment. Programming adjustments were made, however issue did not resolve. The recipient was advised to cease device use. Revision surgery is under consideration.